Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure-failure to deliver the stent and stent deformation; patient¿s condition affected effectiveness of device-physician indicated device may have got caught on calcium. Evaluation codes conclusion: inherent risk of procedure-failure to deliver the stent and stent deformation; device failure/lack of effectiveness related to patient condition-physician indicated device may have got caught on calcium. (B)(4).

Event description:
Physician attempted to use a 3.50 x 15 mm resolute integrity rx drug eluting stent to cross a calcified lesion in tortuous anatomy following pre-dilation. As an attempt was made to position the stent it got ¿hung up¿. During the positioning, physician indicated some calcium may have lifted a strut. The device was removed and not deployed. He used another resolute integrity with no issues. Evaluation summary: the distal tip was flared, indicating it may have been stubbed on advancement towards the target lesion. Kinks were visible towards the proximal end of the hypotube at 7cm and 13.75cm distal to the end of the strain relief. The stent was positioned correctly between the inner shaft markers as per specification requirements, multiple struts from the first distal stent segment were raised and pulled distally.